Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no similar complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a postoperative refractive error of -1.75 one month following intraocular lens (iol) implant surgery. Additional info has been requested.